Event description:
It was reported that the bd alaris pump module smartsite infusion set had a foreign matter on the spike. The following information was provided by the initial reporter: the tubing has a yellow substance on the spike straight out of the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one sample was submitted for quality investigation. The customer complaint of foreign matter was verified by inspection. Evaluation of the sample submitted indicated that there was a yellowish fluid like substance between the spike safety cap and the spike. Foreign matter analysis using fourier-transform infrared spectroscopy indicates that the fluid is possibly a plasticizer or lubricating oil. A device history record review for model 2426-0007 lot number 22019025 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The root cause for this issue is a failure at the component supplier level. The supplier provides the drip chambers with the safety caps already secured to the drip chambers and therefore the foreign matter could not have got in between the safety cap and drip chamber spike. The supplier was notified of the defect.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a foreign matter on the spike. The following information was provided by the initial reporter: the tubing has a yellow substance on the spike straight out of the packaging.